Manufacturer narrative:
The carefusion failure analysis engineer evaluated the switch panel. Performed testing per service manual. Visually inspected switch panel in microscope no anomalies found with traces of switch and led. Could not duplicate reported problem.

Event description:
The customer reported that while in patient use the ventilator led of "100% o2" malfunctioned. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the front membrane panel fixed the reported issue.